Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant glucose results when a patient was tested with accu-chek inform ii, serial number (B)(4). At 5:29 am a capillary sample yielded a blood glucose of 552 mg/dl. At 5:30 a capillary sample yielded a blood glucose of 289 mg/dl. The nurses believed the second result to be correct since the patient had not been running as high as the first result. Treatment decisions were made off of the 289 mg/dl result, but the customer did not know how the patient was treated. There were no allegations of harm to the patient. The customer runs controls daily, and controls must pass or they are locked out of the meter. The test strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No product was returned for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy.